Event description:
Customer reported performing a sar-cov-2 tma validation study on panther instrument sn (B)(4)and observed issues with reproducibility on a panther fusion instrument where known positive samples were run and resulted as negative. Customer would transfer sample into sample lysis tubes, load uncapped, run two replicates, and observed discrepant results. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. No results were reported to patients since this was a validation study.

Manufacturer narrative:
Customer was unable to send logs for review. Hologic technical support (ts) reviewed the run rlu values and did not observe any reagent preparation or hardware issues that would have affected the results, concluding sample mishandling was the likely cause of discrepancies. Hologic field applications specialist (fas) informed ts that customer received samples from a different lab and left them in the fridge for a week prior to testing. Ts noted using samples from other sites could introduce variables such as sample degradation, mishandling, low-target concentration, etc. That would likely affect reproducibility of results. Fas provided customer with panels for validation runs, which came out with expected results. Ts advised customer to review the package insert for the pooled samples protocol. Customer understood and did not report any further issue. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.